Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary a photo was received and evaluated. The photo investigation revealed that truespan 24 degree peek had the first implant deployed. No other anomalies could be observed. The overall complaint was unconfirmed as the observed condition of the truespan 24 degree peek would not contribute to the complained device issue. The manufacturer performed an investigation and concluded that it was highly unlikely that these defects were generated during the manufacturing process. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. The root cause is not related to manufacturing. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction before the procedure; it is possible that the trigger was activated while handling the device. As per IFU: use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed; and no related non-conformances were identified.

Event description:
It was reported from china that during a meniscal repair procedure, it was observed that plate on the truespan 24 degree peek device was detached upon opening the package. During in-house engineering evaluation of the photo, it was determined that the first implant deployed. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary. The product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional test of the returned device. Visual inspection found that truespan 24 degree peek had the first implant deployed. It does not show structural anomalies. The plates and the suture are in good conditions. The red trigger was found in a normal shape. No other anomalies could be observed. A functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. The manufacturer performed an investigation with the following results: an in-progress control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check was successful, none of the parts were non-conforming. The batches have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Effect of having a plate detached opened the packaging for product code 228152 has been evaluated by combining probability and severity levels. The analysis showed that the production controls implemented must guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. It can be concluded that it is highly unlikely that these defects were generated during the manufacturing process. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. The root cause is not related to manufacturing. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction before the procedure; it is possible that the trigger was activated while handling the device. As per IFU: use instructions are provided. As the device show signs of use, the reported complaint of failure without use cannot be confirmed, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.